Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2068 alarm during drain 4 of 6 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power. System error 2367 alarm occurred. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding a system error 2367. Per the hp, the machine was swapped and he did not think there was any issue with the supplies that may have caused the event. Per the hp the sample was discarded and a lot number was not provided, therefore no evaluation or batch review could be performed. Therapy has been going well since the event. No further information can be obtained. There was patient involvement but no patient injury or medical intervention was reported. This report for a system error 2367 was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.